Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was admitted on (B)(6) 2017 with left arm pain/swelling and shortness of breath. Patient¿s inr was 1.0 and has known history of noncompliance. The patient was started on heparin and bridge to coumadin. The patient underwent right heart catheterization (rhc) with elevated pressures which did not improve with speed changes. In addition, plasma hemoglobin was elevated so there was concern for pump thrombosis. CT angiography did not reveal thrombus in the inflow/outflow graft. On (B)(6) 2017, it was reported that rhc indicated that the pump was not working. Lactate dehydrogenase (ldh) was as high as 515 u/l. On (B)(6) 2017, ldh was 340 u/l. Creatinine was as high as 1.8. On (B)(6) 2017, creatinine was 1.3. Plasma hemoglobin on (B)(6) 2017 was 57 g/dl. There were no plans to change the pump due to the patient¿s extreme non-compliance. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. Additionally, the submitted system controller log file appeared to show the system operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.